Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was replaced to resolve the issue. No patient information provided to date after calls to customer 08/14/24 and 08/22/24. Legal manufacturer: (B)(4).